Manufacturer narrative:
The interface (umbilical) cable was returned to the manufacturer for evaluation. Testing found an open on the cable.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system onsite and replaced the umbilical cable. The issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a cervical spinal fusion procedure, the 3d scan was aborted due to a communication issue between the imaging system and mobile view station (mvs). The procedure was aborted. No additional information is available.